Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple resume pump alarms as the pump had stopped insulin delivery on its own. The customer's blood glucose (bg) level was 330 mg/dl and a correction bolus was delivered via syringe to address the bg level. Tandem technical support had the customer review the pump history and on one occasion, it was noted that the user had stopped insulin delivery prior to the resume pump alarm. The contact indicated that the customer was unable to upload the pump t:connect data and stated that the pump was stopping the insulin delivery.